Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator generated high o2 alarm. No device errors could be detected during ventilator evaluation and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs revealed high o2 concentration and low o2 concentration alarms at (B)(6) 2022. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).